Event description:
The physician attempted to place an enteral feeding device in a patient, but the restriction was felt during the procedure. It was also reported that during the procedure the button dome was reported to have detached from the shaft when it was inserted into the fistula. The physician indicated that the detached button dome was successfully removed via the aid of forcepts. A replacement device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.